Event description:
Boston scientific received information that this device could not be interrogated and an out of range telemetry message was noted. However, a magnet rate of 100ppm was obtained. It was suspected that this patient had undergone a medical resonance imaging (MRI) or had a device replacement. The patient was going to be followed again in one month's time. Subsequent information was received stating that this device had been previously explanted due to an infection.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.